Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the 5f non-cordis sheath. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). The 5f non-cordis sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in transcatheter arterial chemoembolization (tace) and a retrograde approach was made. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The patient¿s bmi was not greater than 40 kg/m2. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation the sealant of a 5f mynx control vascular closure device (vcd) was found fully exposed from the sealant sleeves as it was observed to have been severely frayed/split/torn as received and exposed to blood.

Manufacturer narrative:
Complaint conclusion: as reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the 5f non-cordis sheath. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). The 5f non-cordis sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in transcatheter arterial chemoembolization (tace) and a retrograde approach was made. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The patient¿s bmi was not greater than 40 kg/m2. A non-sterile ¿mynx control vcd 5f¿ was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device and the stopcock was observed open. In addition, the balloon was found not fully deflated. The sealant was found fully exposed from the sealant sleeves due to a severely frayed/split/torn condition as received and exposed to blood. An insertion/withdrawal test could not be performed on the returned device due to the severely frayed/split/torn outward sealant sleeve assembly condition. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. In addition, simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Upon high-magnification visual inspection, it was noted that the sealant was fully exposed from the sealant sleeves, as it appeared severely frayed/split/ torn upon receipt. The reported ¿mynx control system ~ impeded¿ was confirmed since insertion/withdrawal test could not be performed on the returned device because the sealant sleeves are severely frayed/split/torn in an outward position. Additionally, the event ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the sealant being found fully exposed, which was caused by the severely frayed/split/ torn condition of the sealant sleeves. The exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be determined during analysis. Procedural/handling factors possibly resulted in the severely frayed/split/torn condition of the sealant sleeves (such as excessive force during insertion) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the product analysis does not suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.